Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event with an infusion set as it fell off during use after being used for one and a half days. Therefore, patient replaced infusion set and resumed insulin successfully. No further information available.